Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Device was monitored and functioning properly. No rewind anomaly and no prime/fill anomaly during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 549 mg/dl. Customer current blood glucose level was 474 mg/dl. The customer stated that when rewinding, load sounds differently and had different times with higher blood glucose. Customer declined with troubleshooting for high blood glucose. The device will be returned for analysis.